Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported by the doctor that the tip of the product came off. The tip was recovered and pulled out of the body of the pt. It was further reported by the doctor that this was the second time this has happened and that he would not use the product again.